Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end outside the clear shrink tubing. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding no energy at the mouth of the instrument clamp was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument exhibited no energy at the mouth of the instrument clamp. The procedure was completed with no reported injury.